Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the device history record showed the device had a manufacture date of 14mar2017. The review was performed from the date of manufacture to the present date 01mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that the device had a dim faulty led segment recall. There was no reported patient involvement.

Event description:
It was reported that the device had a dim led segment. There was no reported patient involvement.

Manufacturer narrative:
Describe event or problem and imdrf annex g fields are updated.